Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt reported since implant the device has never helped their symptoms, they have been to the office twice in the last 2 or 3 years. And met with a rep one time, they were on program 7 but were not getting anything from that and now are on 6 but they guess they are having trouble with it. Pt wanted to know which program was supposed to help them. Reviewed general interstim education information and program information and redirected to their doctor. Recommended monitor their symptom results and continue working with their doctor and program settings if needed. Pt also mentioned when they try to use the handset and communicator it takes 2 or 3 tries before the (B)(6) to pick it up. Called pt back to troubleshoot (2 call recordings) and after restarting the handset pt was successful to connect and reported they were on program 5 at 0.7 volts. Pt reported program 7 is not doing anything, but when they had increased stim (in the past) they felt a little tingle of stim in their back barely and nothing else. Pt increased on program 5 to 1.4 volts and reported they could barely feel stim in their tailbone area and would try it there. Pt confirmed the control equipment was working as expected.